Event description:
The technician reported the left head side rail would not raise to the latch position. The bed was located in the bed shop of the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the mounting bracket was bent causing the lift arm to bind up and not move. This appears to be caused by abuse. The technician bent the mounting bracket back into place to resolve the issue. Based on this information, no further action is required.